Event description:
The initial reporter received questionable calcium (ca, gen.2) results from several patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The provider questioned the low results and a second sample from the patient did not match the initial result prompting the patient sample rerun. The initial result of the first patient sample was 7.5 mg/dl. The result of the second patient sample was 9.3 mg/dl. The repeat result of the first patient sample was 10.0 mg/dl. The repeat result and the result from the second patient sample were deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and decontaminated the rinse mechanism, water manifold, vacuum vessels, and vacuum tank. He also replaced the sample probe and adjusted the gear pump. He performed an air purge, mechanism, and precision checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.